Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra-fine¿ insulin syringe had a damaged stopper, contained foreign matter, and exhibited hub separation. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: customer returned (6) loose 3/10cc syringes. Customer states that the stopper was dried, leaving even the mark on the syringe body and the shield does not come out, and when it¿s applied a greater force, the needle breaks or comes out together. All returned syringes were examined and all exhibited dark material smeared on the outer surface of the barrel. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely scale print ink. All samples were also tested to determine the shield removal forces (specs: shield removal force for 3/10cc after sterilization: 0.85-5.95 lbs.). Data: shield removal force: syringe 1, 2.46 lbs. Syringe 2, 2.56 lbs. Syringe 3, 3.44 lbs. Syringe 4, 3.33 lbs. Syringe 5, 2.51 lbs. Syringe 6, 2.18 lbs. All removal forces fall within specification. Also, no hub separated from the barrel and no damage was observed on any of the stoppers. CAPA: 162566 was initiated to address such scale issues at this time. A review of the device history record was completed for batch#: 7226747 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200714211] noted for damaged barrel. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for stopper damaged, foreign matter, shield does not detach and needle hub separates on lot#: 7226747. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (ink on barrel) unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (damaged stopper, hub separates, shield difficult to remove). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd ultra-fine¿ insulin syringe had a damaged stopper, contained foreign matter, and exhibited hub separation. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 7226747 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200714211] noted for damaged barrel. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint reported for the defect/condition on lot number 7226747. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that bd ultra-fine¿ insulin syringe had a damaged stopper, contained foreign matter, and exhibited hub separation. No serious injury or medical intervention was reported.